Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was woken up at 3am this morning by a sudden return of their tremor. The circumstances that led to the reported issue were asked but unknown. Troubleshooting was unable to be performed as patient couldn't find the communicator during the call. The patient had asked patient services to help check their stimulator to see if the therapy had gone off but wasn't able to without communicator.